Event description:
The surgeon reported the following: "during adjustment follow up last [date],[the surgeon] began noticing the port was not holding the total amount of saline that it was being filled with. In today's appointment, [the surgeon] had to add more saline for the pt to feel restriction. No diagnostic testing has been performed, just [the surgeon's] suspicion of a port leak." The office staff did not know the implanting surgical approach. No replacement surgery has been scheduled as of now. Once the replacement surgery is scheduled, the doctor's office staff will call back and will return the explanted device.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. At this time, the device remains implanted. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."